Event description:
It was reported that the patient fell last year and had to have the lead replaced because it broke. The patient also fell again around new year¿s and hurt their shoulder. The patient needed an MRI due to the fall that occurred around new year¿s. The component involved in the event was the lead and the lead fractured with a fall. The troubleshooting done to provide insight to the issue was interrogation and reprogramming. The actions taken to resolve the event was lead exchange on (B)(6) 2014 and then reprogramming in (B)(6) 2015. The cause of the event was determined and it was not device related. The patient recovered without permanent impairment.

Manufacturer narrative:
Product ID: 3889-28, lot# va0bm3w, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3889-28, lot# va0bm3w, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3889-28, lot# va0p20j, implanted: (B)(6) 2014, product type: lead. (B)(4).